Event description:
It was reported that during the procedure the occlusion balloon would not inflate. The device was withdrawn and the balloon was observed to have leaked. There were no patient complications due to this event.

Manufacturer narrative:
Expiration date: added. Product available to stryker: updated . Manufacturing date: added. Device evaluated by mfg: updated. Summary attached: updated. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The device was inspected, and the catheter was found severely kinked which inhibited balloon inflation during device analysis. As a result, the balloon could not be inflated and inspected for any leaks. Blood was also noted within the device which indicates insufficient flush during procedure. In the case of this complaint it is most likely that the catheter kinked during procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed inflation failure. Therefore, based on the available information and investigation results, an assignable cause of procedural factors will be assigned to the as analyzed and as reported issues balloon failed to inflate, and balloon catheter kinked/bent. Also, an assignable cause of undeterminable will be assigned to the as analyzed issue balloon leaked inside patient as the balloon could not be inflated and inspected during device analysis. This is the 1st of 2 reports.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the occlusion balloon would not inflate. The device was withdrawn and the balloon was observed to have leaked. There were no patient complications due to to this event.